Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2023 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): medical device problem code a0501 captures the reportable event of shrink sleeve detached. Block h10: the returned sensor wire was analyzed. During visual and microscope inspection, it was found that the sleeve detached. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to interaction with endoscope or other devices used in the same procedure, handling/manipulation of the device and excess force could have induced the problem observed. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during a procedure. The procedure date is unknown. It was reported that, the sensor wire shrink sleeve detached approximately ten to fifteen centimeters at the proximal end. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2023 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Medical device problem code a0501 captures the reportable event of shrink sleeve detached.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during a procedure. The procedure date is unknown. It was reported that, the sensor wire shrink sleeve detached approximately ten to fifteen centimeters at the proximal end. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event.